Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support to report that her effluent looked cloudy. Upon follow up with the pt's pd nurse, she confirms that the pt was diagnosed with touch contamination peritonitis as a result of improper aseptic technique. Additionally, there is no allegation that the cycler or any other fresenius product caused or contributed to this event. It was solely an aseptic issue. The pt was not admitted to the hosp. She is currently completing her antibiotic regimen without any complications. The pt remains with the ccpd program using the same cycler without issue. Pt medical records were requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept reviewed the pt's medical records and the clinical investigation reveals the following: based on the 15 pages of medical records and info obtained from verbal reports, the pt was found to have cloudy effluent on (B)(6) 2015. On (B)(6) 2015 - the pt was treated with vancomycin 2gm ip and ceftazidime 2 gm ip, then fortaz 1gm ip x 5 days until lab results, levaquin 250 mg po every other day x 14 days for peritonitis after presenting cloudy effluent. Peritoneal dialysis fluid was (B)(6) on (B)(6) 2015, fluid appeared clear without fibrin by (B)(6) 2015 and culture was clear by (B)(6) 2015. It is unlikely any of the events were related to fmc products. This touch contamination peritonitis is being reported against the cycler. The actual device was not returned to the MFR for physical eva and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.